Event description:
It was reported that during a sleeve to roux-en-y revision procedure, malformed staples were visually noticed across the whole staple line after firing the device. The problem occurred on the jejunum to jejunum anastomosis. The staple line was over-sewn to complete the anastomosis and another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with six cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing.